Event description:
Report rec'd of an over-delivery of tpa due to operator error in programming the device. The pt was to receive tpa at 10ml/hr and reportedly received 175ml in a 2 1/2 hour period. It was reported that the event was investigated and determined to be operator error in programming the device. The nurse switched the volume to be infused and the rate when entering these values into the device. There was no reported adverse pt event. The pump was not isolated and no serial number was recorded. No device will be returned for testing.